Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event is being submitted due to customer going to urgent care due to meter result. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 18-mar-2025, to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for physical defect of test strips and high blood glucose test results. Customer stated she has 4 vials of the same lot number and the test strips in all 4 vials are sticking together. The customer is concerned with test result from result obtained using one of the test strip vials of over 500 mg/dl; customer did not disclose if result was fasting or non-fasting. The customer¿s expected a fasting blood glucose test result range is 118-130 mg/dl and expected non-fasting blood glucose test result range is 180-200 mg/dl. The customer feels well and did not report any symptoms. Customer stated that due to the result obtained of over 500 mg/dl she had gone to urgent care on (B)(6) 2025. Customer's blood glucose test result when at urgent care 30 minutes later had been 135 mg/dl. No further details were provided. During the call, a back-to-back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 04/25/2025, and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.